Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the patient sustained a burn while the 30-degree endoscope plus camera was in use. The following information is unknown: the cause of the burn injury, what tissue was specifically burned, the severity of the burn, and what medical intervention (if any) was rendered due to complication. The procedure was completed robotically. Additional information was requested, but the customer has indicated that no further information will be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.